Event description:
It was reported that physician set patient's output current to 3.0ma. Patient came in for a follow up visit. When the device was interrogated, it showed the output current was set to 0ma. This most likely happened due to interrupted diagnostics. Patient reported he has not felt stimulation since his last office visit and has been feeling depressed. The physician set the patient's output current to 1.0ma. The patient reported later that evening that he still could not feel the stimulation again. This was probably due to the patient being accustomed to higher settings. Pending programming history from site.